Event description:
It was reported that during a gastrectomy procedure, the device was used for gastrojejunostomy at the first firing. Although a half of the anastomosis site was cut and anastomosed, the other part was uncut and not anastomosed. The uncut tissue was cut and additional suture was performed. Some deployed staples were unformed. Reinforcement material was not used. The doctor commented as follows; there was a difficulty in firing the device. There were no anomalies for adjusting knob's function. The device was fired when the gap setting scale was in the middle of green zone. The device was fired without clamping the existing staple line or clips. Removing the device was a little bit difficult because the target tissue was not completely cut. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.